Event description:
On 1/22/99, the facility's "pv" team leader informed the distributor's sales rep of the following: the surgical tech injected 1.5 cc in the common balloon, then .25cc in the internal balloon. When he checked the common balloon, it was deflated. He opened another device for the case that worked fine. It was also stated that the device in question was accidentally discarded. No further details were provided.